Event description:
The health care professional reported injecting evolysee form into the midface and nasolabial folds. Approximately five (5) days post injection, the patient experienced swelling and was advised to take steroids to treat the swelling. The patient is scheduled to have the product dissolved.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling (B)(4).

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling eus-(B)(4). Additional narrative: the device history record could not be reviewed as the lot number was not reported. Injection site reactions are frequent side effects associated with ha injection, are localized to the area of injection and may include the following symptoms: lumps, bumps, tenderness/pain, swelling, induration, erythema, and bruising. Most injection site reactions are mild are generally self resolve. This is a known inherent risk of the device. Updated/corrected information b5: the description of the event was updated to include patient's symptoms resolved h6: codes were updated based on conclusion of complaint investigation h11: updated narrative to include conclusions.

Event description:
The health care professional reported injecting evolysee form into the midface and nasolabial folds. Approximately five (5) days post injection, the patient experienced swelling and was advised to take steroids to treat the swelling. The patient is scheduled to have the product dissolved. Update: a patient was injected with 1cc of evolysse form per side into the superficial temple area using the superficial cannula technique on (B)(6) 2025. On (B)(6) 2025, the patient reported increased swelling and pain, which resulted in an inability to open the mouth. An hcp dissolved the product in the temple area approximately two (2) weeks post-procedure. As of (B)(6) 2025 the patient's symptoms have resolved.